Event description:
Additional information was received from a business partner. It was reported the patient's dose of lioresal was 619.9mcg/day. The healthcare provider wanted to taper the patients dose as quickly as possible. The healthcare provider wanted to taper the patients meds in an outpatient setting and to avoid any hospitalization. The healthcare provider reported the patient was afebrile and had no symptoms of infection. The healthcare provider was scheduled to see the patient on (B)(6) 2017 and planned on decreasing the dose every 3 to 4 days. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (baclofen) 2000mcg/ml for an unknown total dose via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported erosion occurred and the device ruptured through the skin. It was stated that the patient first had redness around the pump so they sent the patient to see the surgeon. When they saw the patient next there was some erosion "like the skin was peeling" and "like yeast" at the site. It was stated that now "part of the pump was coming through the skin" and described it as "about an inch of exposed pump." The area of erosion was noted in the pocket. It was unknown if a infection was confirmed. It was stated the patient was sent to see the surgeon to see if there was an infection, but did not confirm if it was an infection or not. Reported infection consisted of redness and protrusion through the skin. Healthcare professional mentioned "tightness" but it was unclear if they were referring to spasticity or the skin being tight around the pump before it eroded through the skin. It was stated that the patient lost about 40 pounds and they "won't eat anything." Event date was noted as (B)(6) 2017 (within the last 2 weeks). It was stated that the patient was getting seven hundred something, but she decreased it recently to five hundred something. Hcp did not have the specific doses available at time of call. It was noted that it tapered by 20% last week. It was noted the redness was around the pump. It was noted that you can see the actual pump and it is so tight, but the patient will not eat anything, which has led to losing so much weight. Hcp asked for an article on titrating the dose down. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient's medical history included increased tone on the right side due to a severe cerebrovascular accident (cva) and aphasia. It was reported on an unknown date the patient had a gastrointestinal evaluation/scopes with no findings. On (B)(6) 2017 the patient was seen by neurosurgery and admitted to the hospital. The patient's medication doses were tapered and oral baclofen was restarted. On an unspecified date an infection was diagnosed, infectious disease was seen and intravenous (IV) antibiotics were initiated. The patient was admitted to the intensive care unit (ICU) for management from (B)(6) 2017 to (B)(6) 2017 due to sepsis secondary to pump infection. The redness and tightness related to the spasticity and erosion had resolved. On (B)(6) 2017 the patient was stable. No further complications were anticipated/reported.